Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sibling reported that customer was admitted to hospital for high blood glucose level. Customer was not wearing insulin pump in hospital. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.